Event description:
Information received by medtronic indicated that the insulin pump had a crack around the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was returned for a critical pump error (open book image) alarm found on (B)(6) 2021. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 / force sensor. Successfully downloaded history files and traces using thump. Pump error alarm confirmed in the pump diagnostic trace on (B)(6) 2021 at 12:23:51 o'clock due to moisture damage on the force sensor. Force sensor zero offset within specification (23.8mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Critical pump error (open book image) alarm confirmed due to pump error alarm. Pump error alarm confirmed due to moisture damage on the force sensor. Pump exposed to moisture confirmed. Cosmetic damage found on the pump case.